Manufacturer narrative:
The manufacturer was previously contacted in reference to an allegation of everflo device stated that the device not working and severe burn observed on the everflo device, with significant damage to the pca housing and outer enclosure, originating from the mains (220v) power input section. There was no report of serious or permanent harm or injury. There was no report of medical intervention. If any additional information is received, a follow-up report will be filed. Despite good faith effort attempts made by the manufacturer, the device has not yet been returned for evaluation. There has been no communication from the customer on the return of the device. At this time, philips is not able to fully investigate this complaint. A final report is being submitted. If any additional information is received, a supplemental report will be filed. Update: box g: date received by mfg updated. Manufacturer tab: section h: evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.

Event description:
The manufacturer was contacted in reference to an allegation of everflo device stated that the device not working and severe burn observed on the everflo device, with significant damage to the pca housing and outer enclosure, originating from the mains (220v) power input section. There was no report of serious or permanent harm or injury. There was no report of medical intervention. If any additional information is received, a follow-up report will be filed.